Manufacturer narrative:
Correction: field g4 now populated. There is insufficient information to perform a product investigation.

Event description:
Some puffs of cotton coming off the tip of the tampon, other side still inside me somewhere - vaginal [foreign body in reproductive tract] some puffs of cotton coming off the tip of the tampon [device breakage] hurt - vaginal [vulvovaginal pain] tampon caused pain [medical device site pain] tampon caused pain upon insertion [complication of device insertion] ton of maneuvering to get tampon positioned correctly, applicator does not seem to want to insert the tampon [device difficult to use] case description: consumer reported via social media that applicator doesn't insert the tampon and some cotton is coming off the tip. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Some puffs of cotton coming off the tip of the tampon, other side still inside me somewhere - vaginal [foreign body in reproductive tract]. Some puffs of cotton coming off the tip of the tampon [device breakage]. Hurt - vaginal [vulvovaginal pain]. Tampon caused pain [medical device site pain]. Tampon caused pain upon insertion [complication of device insertion]. Ton of maneuvering to get tampon positioned correctly, applicator does not seem to want to insert the tampon [device difficult to use]. Case description: consumer reported via social media that applicator doesn't insert the tampon and some cotton is coming off the tip. No serious injury reported.